Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 of -10.0/1.5/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. Later that same day in a separate surgery the lens was replaced with a shorter length lens due to excessive vaulting and the problem resolved. The cause of the event was reported as unknown.